Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot cracked. This was noticed towards the end of the case so the same unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were burnt. The tip of the cold jaw boot silicone was peeling. There was evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).